Event description:
Customer states that she took her lantus 40 units as normal when she woke up on friday. She didn't test prior to taking the lantus but takes the same amount each morning. She began to feel shaky and had blurred vision so she tested with compact plus system, result was 34 mg/dl 10-15 minutes after taking her lantus. She gave herself some glucose tablets and drank some juice and had 2 pieces of pound cake. Customer was able to retrieve and consume food on her own. She retested her blood sugar and it was 78 mg/dl less than 10 minutes later. An hour later, the customer still didn't feel better. She was shaking and confused, so she called her doctor who advised her to call the paramedics. Her husband called the paramedics. She tested again on her meter and it was 90 mg/dl. The paramedics tested her on their meter and it was 34 mg/dl within 5 minutes of the reading of 90 on her meter. Her blood pressure was also high. She was given a glucose IV by the paramedics and they took her to the emergency room. She was in the emergency room for 7-8 hours and kept on the glucose IV. She was admitted to the hospital overnight for observation and was kept on the IV. She states she was given between 2 and 3 bags of glucose IV at the hospital. Customer's blood sugar was 176 mg/dl on the hospital meter when she was released. She was told she was dehydrated and was treated for that and that she may have injected her lantus directly into one of her veins which would have caused it to act like fast-acting insulin instead of long-acting. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.